Event description:
The user facility reported that during a diagnostic endobronchial ultra sound (ebus)procedure, the aspiration needle reportedly went through the sheath while retracting the needle after the third pass. The needle punctured the biopsy channel wall at the bending section area. The procedure was aborted, as the needle would not pass through the channel. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval revealed a large leak at the biopsy channel at the distal end. The internal channel of the device was examined using a bore scope and found tear marks and needle puncture on the biopsy channel at the distal end, which confirmed the user¿s report. There were tiny chips in the pink probe and minor dents and scratches at the probe body. The device passed the fog test. There was evidence of fluid invasion in the bending section. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an excess of caution.